Manufacturer narrative:
Per -3684 combined report. Additional information, including post primary and pre revision x-rays, operative notes, patient details and an update on the patient following the revision was requested in order to progress with the investigation of this event, however, this information could not be provided and thus the scope of the investigation was very limited. The explanted device could not be returned for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, the root cause of the reported dislocation could not be determined and no further investigation can be conducted. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the biolox delta ceramic head after 3 months and 11 days due to dislocation.